Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pedicle probe-while using probe in pt the surgeon noted the tip of the probe was bent. Torque driver-surgeon stated that he felt the tip of the torque driver was stripped while he attempted to torque the set screws.

Manufacturer narrative:
(B)(4). One (1) moss miami single innie final tightener (product code: 2797-12-600, lot number: gm4233201) was returned to the customer quality unit (cqu) on april 25th, 2017. The tip of the tightener showed signs of stripping to the distal end of its hexlobes. The stripping extends from the distal tip and can reach approximately one half of the way down the length of the hexlobes. The damage itself is irregular and a given hexlobe can be almost completely worn down or barely show signs of damage. The stripping across all hexlobes is consistent with the direction of rotation of the tightener during use. This damage could potentially occur if the instrument is not fully inserted into and flush with the associated set screw during tightening. The torque is instead applied to a limited surface area, damaging the hexlobes in the process. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the inserters¿ tips¿ hexlobes stripping could not be determined from the samples and the information provided. A potential root cause may be not fully inserting the instruments flush with the set screw during tightening. The torque would be applied to a limited surface area, damaging the hexlobes in the process. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.